Event description:
The information received indicated that the patient was admitted with a lesion in the right external iliac artery. Puncture was made from the left brachial artery with a 6f destination guiding sheath (medikit, 90cm). The target lesion was crossed with dejavu guidewire (gw) (support, 300cm). After an aviator plus was flushed with saline solution, the device was advanced over the gw. However, friction/resistance occurred at approximately 30cm from the proximal end of the gw. When the device was pulled back, the distal tip was separated and remained on the gw. As the separation occurred outside of the patient, the distal tip and the rest of the device were removed from the gw without problem. The aviator plus was changed for another one of different size (lot number unknown) and delivered to the target lesion. The lesion was dilated and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. The lesion had no calcification or vessel tortuosity. The rate of stenosis was unknown. There was no anomaly noticed on the device packaging. There was no anomaly noticed on the balloon catheter or the guidewire prior to use in the patient.

Manufacturer narrative:
Concomitant medical products continued: sheath (medikit, 90cm) and dejavu guidewire (support, 300cm). The device is available for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
After an aviator plus was flushed with saline solution, the device was advanced over the dejavu guidewire. However, friction/resistance occurred at approximately 30cm from the proximal end of the gw and when the device was pulled back, the distal tip separated and remained on the gw. As the separation occurred outside of the patient, the distal tip and the rest of the device were removed from the gw without problem. There was no anomaly noticed on the device packaging. There was no anomaly noticed on the balloon catheter or the guidewire prior to use in the patient. There was no reported patient injury. One non sterile aviator plus .014 7.0x40 142cm was received coiled inside a plastic bag. The balloon appears as if it has never been inflated and deflated, no dry blood residues were observed in the catheter. Distal tip was found cut incomplete. No other damages were noted. A 0.014 cordis guide wire was inserted and no resistance was felt. Sem results showed that ductile characteristic and elongations can be observed in the whole circumference of the tip; these characteristics suggest possible stretching/ pulling until separation. Moreover a puncture mark was observed, there is not a clear cause for the puncture mark. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance friction was not confirmed since the functional test was successfully performed, the reported distal tip separated was confirmed, the exact cause of the failure reported could not be conclusively determined. Neither the DHR nor the product analysis suggest that the complaint could be related with the manufacturing process of the product, therefore no corrective actions will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction. However, the exact cause of this separation could not be conclusively determined.